Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. During preparation of the first clip, there was resistance when inverting the clip, and the ckip would continue to pop open. There was also resistance when attempting to close the clip. The clip was not used and replaced. Another clip was prepared and implanted without issue. Another clip was prepared and advanced into the anatomy. The clip was positioned, however, once the clip was closed, the valve was leaking again. Right atrium pressure and tr increased. The clip was removed from the patient, however the increased pressure and tr remained.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported recurrent tr and tricuspid stenosis. Tr and tricuspid stenosis are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional invention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.